Manufacturer narrative:
Device evaluation: evaluation of vad-57183 revealed deposition in the rotor bearing ball and rotor body. Although a root cause for the observed deposition could not be conclusively determined through this evaluation, they were partially obstructing the blood flow path and could have contributed to the reported elevated ldh and thrombus symptoms. A correlation between the device and the reported stroke could not be conclusively determined. The rotor bearing ball revealed a dark red, tissue-like deposition. The thrombus appeared to have formed in laminated layers, which is an indication that it likely developed over a period of time while the pump was in operation. However, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The blades and body of the rotor revealed white, tissue-like deposition. The thrombus appeared to be loosely seated and appeared to have been ingested into the pump. The evaluation could not conclusively determine the origin of the deposition nor the duration of their presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 34 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. The patient received a transplant as status 1a on (B)(6) 2015 due to stroke and suspected pump thrombus. At the time of implant, the pump speed was left at 8800 rpm due to the patient's small left ventricle. The aortic valve reportedly remained closed at that speed. The patient was maintained on aspirin, plavix and coumadin after implant. Lactate dehydrogenase (ldh) levels after pump implant ranged between 300-500 u/l and the patient was noted to have intermittent power spikes. On (B)(6) 2015, the patient's ldh rose to 868 u/l and remained elevated in spite of a therapeutic international normalized ratio (ranging from 2 - 3.7). The patient presented to an outside hospital with acute left lower extremity weakness and a weakened gait on (B)(6) 2015. A head CT was negative and the patient's symptoms resolved within 24 hours with no focal deficit, thus the event was deemed to be a transient ischemic attack (tia). The patient was transferred to the implanting center with an ldh level greater than 1000 u/l and a plasma free hemoglobin of 11 g/dl. The patient's activated partial thromboplastin time was 39 seconds and platelet count was 393x10^9/l. Upon admission, the patient experienced a recurrence of left lower weakness which resolved within minutes. No specific pump alarms or abnormal pump parameters were noted. A chest computed tomography angiography (cta) was negative for thrombus in the inflow and outflow cannulae. A head and neck cta showed no carotid artery disease, but a subocclusive thrombus in the anterior cerebral artery (a2) and a corresponding right frontal lobe infarct without hemorrhagic conversion. A ramp test revealed the aortic valve failed to close below speeds of 11,600 rpms. Additionally, the lvedd slope remained relatively flat and pulsatility indexes (pis) did not change significantly at higher speeds. Due to the observed inability to unload the left ventricle and the elevated ldh supporting intravascular hemolysis, the patient was designated as having suspected pump thrombosis. The patient was maintained on aspirin and plavix and started on heparin. A thromboelastogram (teg) and heparin xa assays were performed to ensure therapeutic anticoagulation. The patient has had stable neurological findings with repeat head cts negative for progression and a reduction in ldh while on IV heparin. The patient was listed as status 1a for transplant and urgently transplanted on (B)(6) 2015.